Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the battery was received inoperable. Internal inspection of the battery did not reveal any abnor malities that may have contributed to the inoperability of the battery. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that red flashing lights were displayed when the battery was placed on all battery charger ports.  The battery was exchanged.  No patient complications have been reported as a result of this event.